Event description:
Ous MDR - boston scientific received information that one day post-implant, this right ventricular lead was found to be dislodged. Loss of capture was observed. The lead was successfully repositioned, with good measurements noted. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.